Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with trellis 8 80x30. The customer states that while using the trellis on a second run, the proximal balloon ruptured. The device worked w/o any issues during the first run, but had a slow balloon leak on the second run.